Event description:
A customer reported that an ophthalmic handpiece exhibited no torsional and longitudinal phacoemulsification power during surgery. The surgery was completed with an alternate handpiece. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification (phaco) handpiece (hp) was returned for this investigation for testing. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The hp was received for this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The handpiece was connected to a calibrated breakout test box, and the resistance between low electrode and high electrode was found to be within specifications. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. Both the torsional and longitudinal movements were below specifications. The handpiece was disassembled; however, no identifiable root cause was determined. The reported phaco event was confirmed but the root cause remains inconclusive. The reported phaco event was confirmed. However, based on the information obtained, the root cause remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).